Event description:
The customer reported the external paddles did not pass the test. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer tested the device with another set of paddles and tested fine. The paddles were replaced to resolve the issue. The paddles were not available for evaluation. We will consider this a malfunction of the external paddles where the paddles did not pass the test.